Event description:
A customer reported that a pt was diagnosed with possible toxic anterior segment syndrome (tass) one day post cataract extraction by phacoemulsification with intraocular lens (iol) implant. The pt's condition is reported to have resolved. The surgeon suspects contamination of the phaco handpiece and fluid surge during phaco to be the source of tass.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).